Manufacturer narrative:
Per email correspondence from field clinical engineer (theken employee who observed the surgery) - "the surgery was delayed about 45 mins while the surgeon removed the broken piece from the pedicle using a screw extraction set. The surgeon used the lenke probe to create his pilot holes. He impacted the instrument several times very hard and then wiggled the instrument out of the pedicle. When wiggling the instrument out of the pedicle, the tip was broken. The standard, solid lenke probe was used to finished the surgery. The broken tip thrown out post-operatively."

Event description:
The tip of a cannulated lenke probe broke off in surgery during pedicle prep.